Event description:
The customer reported to olympus that the evis lucera elite colonovideoscope had image noise. There were no reports of patient harm associated with this event. The device was returned to olympus for a device evaluation and found there was a foreign object in the illumination lens. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The customer cleaned, disinfected and sterilized the device with no delay before returning to olympus. The device was wiped/brushed with clean cloths according to procedure with no abnormalities detected. The device was returned to olympus for a device evaluation and the customer¿s allegation was confirmed. In addition to the reported in b5, the device evaluation found the following: due to corrosion on scope connector, a noise image occurred, scope connector was dirty due to water leakage, the scope connector had a scratch, scope connector cover unit had a scratch, due to wear of the angle wire, bending angle in the up direction did not meet the standard value, due to wear of the angle wire, the play of the up/down knob was out of the standard value, adhesive on the bending section cover rubber had a crack, due to clogging of the nozzle, the air supply volume did not meet the standard value, due to clogging of the nozzle, water supply volume did not meet the standard value, due to clogging of the nozzle, water removal ability did not meet the standard value, the switch box had a scratch, due to damage, switch 3 did not work, the protector of the universal cord on the scope connector side had a scratch, the protector of the universal cord on the control section side had a scratch, the lock engagement knob and lever had a scratch, the up/down and the right/left knobs had a scratch, the flexibility adjustment ring had a scratch, the suction cover had a scratch, universal cord has a scratch, the grip has a scratch, the control unit had discoloration, the control unit had a scratch, and the connecting tube had a scratch. A review of the device history record found no deviations that could have caused or contributed to the reported issue. There was no indication that the event was caused by a misuse or that the event was related to design of the device. Repair history was reviewed and no issues were found related to the reported event. Although the defects found during evaluation were confirmed, the foreign material in the nozzle could not be specified, there was no physical damage where the foreign material was found, and there were no reported reprocessing deviations from the IFU. A definitive root cause of the foreign material on the lens could not be identified. If additional information becomes available at a later date, this report will be supplemented. Olympus will continue to monitor the field performance of this device.